Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that the opticap blue spaced was not connected to the minicap portion of an opticap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.